Event description:
The user facility reported that during a therapeutic ercp (endoscopic retrograde cholangiopancreatography), the cutting wire of the knife broke. The users stated that nothing fell inside of the patient, and the user had spare knife available to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation for evaluation. The evaluation confirmed the user's report of the broken cutting wire on the knife. There was evidence of thermal damage found on the broken tip of the cutting wire, which is consistent with a cutting wire contacting metal while current is applied. This report is being submitted as a medical device report in an abundance of caution.